Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was completely unresponsive, drawer and the associated cubies were not being detected on the bus. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was completely unresponsive, drawer and the associated cubies were not being detected on the bus. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the auxiliary drawer 5 was not detected on bus. A field service engineer (fse) found the solenoid to be non-functioning, which caused the module and pyxibus controller boards to malfunction. As a result, the fse replaced the solenoid and controller boards, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.